Event description:
Pt prepped with dura prep for removal (l) vas cath and placement of perma cath (l). Pt draped and procedure started. Once electrosurgical cautery pencil was used o.r. Tech noted pt's hair on fire. Notified physician and o.r. Staff in room. The physician doused the pt's hair immediately with water. Dura prep applied 10 minutes prior to procedure starting. It was not determined if the unknown hair product or the dura prep caused the fire.